Manufacturer narrative:
The pump was returned to animas and evaluated on 04-sep-2018 with the following findings: the pump¿s black box showed evidence of a pump reboot event on (B)(6) 2018. The battery compartment was cracked. There was evidence of moisture corrosion in the battery canister. The battery cap was attached to the pump and unscrewed a half turn with no power interruptions. The prime steps were performed with no issues. The power issue could not be duplicated with the investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the pump was damaged and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.